Manufacturer narrative:
Date of event: 2018. Additional suspect devices: reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 21221128. Reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 21221128. It is indicated that the devices were discarded by the facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had not used her scs system in over a year due to ineffective therapy. The patient underwent an explant procedure and was doing well post operatively.